Event description:
It was reported that pump displayed malfunction alarm with code that required customer to contact support, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to perform pump reset, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.